Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the low average flow rate, which resulted from a primary pressure reducing valve malfunction, was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a low average flow rate due to a primary pressure reducing valve malfunction. There was no patient involvement.